Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to use the smart device's bluetooth settings to forget all devices, disable bluetooth and wi-fi, close all running applications, insert a new sensor, re-enable bluetooth, open g5 application and re-pair the transmitter, which was unsuccessful. No additional patient or event information is available.